Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. A gradual increase in the shocking lead impedance measurements was noted. Additional information received indicated that a subsequent chest x-ray was unremarkable and that the shocking lead impedance measurements for this patient had been chronically high. Patient monitoring will continue. The system remains in service. No adverse patient effects were reported.